Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 500 mg/dl and the current blood glucose was 450 mg/dl. The customer reported that, she monitor her blood glucose for different times and that was 305 mg/dl and 194 mg/dl. The customer stated that, the insulin pump was not delivering the insulin and blood glucose went high to 500 mg/dl. It was unknown weather the customer was using auto mode function at the time of the event or not. The symptoms related to high blood glucose were nausea and dried mouth. The insulin pump will not be returned for analysis.